Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had no power and offline in remote support service (rss). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had no power and offline in remote support service (rss). The field service engineer (fse) replaced the full-height pyxis module controller board for the station due to the drawer not powering on. The issue affected auxiliary 5 full-height drawer and caused the station to fail. After the replacement, the station powered on and became fully functional. The station was tested within the medical application and verified to be operating correctly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.